Event description:
It was reported that a patient died coincident with automated peritoneal dialysis therapy. The cause of death was reported to be myocardial infarction. The patient was hospitalized two days prior to death for an unrelated indication and was hospitalized at the time of death. An autopsy was not performed. Dianeal therapy was ongoing up until the time of death using an unknown cycler provided by the facility but it was unknown if the patient was connected to the device or if the patient was performing therapy with baxter healthcare disposables and/or baxter healthcare solutions at the time of death. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.